Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer had elevated blood glucose levels (249 mg/dl). A system check of the pump and cartridge were completed successfully. Troubleshooting determined the infusion set site was the cause of the occlusion alarm. Customer was unable to provide infusion set MFR.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. The cause of the reported issue was an occlusion within the infusion set. Tandem does not manufacture the infusion sets.